Event description:
It was reported that the customer has been experiencing low blood glucose levels ever since she began to wear her insulin pump. Her blood glucose levels before she goes to bed are between 140-170 mg/dl and 37 mg/dl when she woke up. During the day the customer experiences high blood glucose levels. The customer treated her low blood glucose level by eating chocolate. Troubleshooting was advised but unable to be completed at the time of the report. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).